Manufacturer narrative:
(B) (4). Zipper separated. Results: evaluation of the returned product found that on both panels a & b, the zipper's slider body is open. There is other damage to the canopy not related to this claim. (B) (4).

Event description:
The customer reported that they had a (B) (6) (B) (6), male patient in a canopy. The patient was agitated and was able to apply pressure to the bottom portion of the left zipper flap. The zipper teeth did not hold their grip when pressure was applied and the window opened up. There was no patient fall or injury that occurred. Patient's current condition is stable.